Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date was not determined. During the investigation, the surgeon stated the punched hole could have been too small. Similar events indicate this condition typically occurs as a result of over insertion of the implant and/or improper bone preparation prior to insertion. However, since the device was not returned for evaluation, a definitive conclusion could not be made for this event.

Event description:
It was reported that the anchor broke on insertion during a shoulder repair. The surgeon had punched and inserted the anchor to the ft laser line. Surgeon used a lot of torque to insert the anchor and within the last two turns of full insertion, the anchor broke. Per arthrex representative, the surgeon indicated that the hole was probably too small. Patient had good bone quality. The broken piece was pushed further down into the bone and the surgeon placed another anchor over it. No adverse consequences were reported from this event. This device is used for treatment.